Event description:
It was reported that during a procedure to treat stenosis of the left anterior descending (lad) artery, the balance middleweight (bmw) hydrocoat guide wire was advanced into the patient's anatomy. The stenosed area was treated and an attempt was made to remove the guide wire; however, the guide wire was difficult to remove and was noted to be embedded in vessel plaque. There were continued attempts to remove the guide wire and the guide wire continued to be rotated until it was noted the tip coils were beginning to unravel. A 1.2 x 12 mm otw mini trek dilatation catheter was advanced over the guide wire as an aid to wire removal. The dilatation catheter balloon was inflated to help stabilize the guide wire. The guide wire was finally able to be removed from the anatomy; however, a dissection occurred. A 2.25 x 12 mm xience stent was then advanced to the distal lad to the site of the dissection and deployed to successfully treat the dissection. There had been no previous intervention at the site of the dissection. Due to the additional intervention, a clinically significant delay was reported. There were no other adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stretched coils were confirmed; additionally, the shaping ribbon was separated. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, dimensional measurements, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted the warnings section of the hi torque guide wires instructions for use (IFU) states: do not push, auger, withdraw or torque a guide wire that meets resistance, or torque a guide wire if the tip becomes entrapped within the vasculature. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.